Event description:
It was reported that the right atrial (ra) lead had a lead warning and a suspected insulation breach. The unipolar impedance is higher than the bipolar impedance. The atrial pacing polarity was changed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had a lead warning and a suspected insulation breach. The unipolar impedance is higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4024 implantable pacing lead (B)(6) 2001. (B)(4).